Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for routine follow up, high, out of range, pacing lead impedance and elevated capture thresholds were observed. Lead was capped and replaced on 01/03/2017. The patient was stable after the procedure.